Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes with focal acute and chronic inflammation') in an adult female patient who had essure (batch no. 625646) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and leiomyoma nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the salpingitis and pelvic pain outcome was unknown. The reporter considered pelvic pain and salpingitis to be related to essure. Lot number: 625646 manufacturing date: 2007-09 expiration date: 2009-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes with focal acute and chronic inflammation') in a female patient who had essure (batch no. 625646) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and leiomyoma nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the salpingitis and pelvic pain outcome was unknown. The reporter considered pelvic pain and salpingitis to be related to essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.